Manufacturer narrative:
One used 8.0mm adjustable flange siliconized cuffed tracheostomy tube was returned for investigation. The device was received inside a plastic bag without its original packaging. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. Visual inspection of the device was at a distance of 12" and one small tear was observed on the cuff's surface. During functional testing, a syringe was used to inflate device cuff and the device was submerged under water. Bubbles (indicating a leak) were observed escaping from the observed tear on the cuff. Investigation was unable to determine the root cause of the observed tear in the device cuff. (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 5 days of wear, a cuff air leakage occurred. The device was tested prior to use. The issue was resolved by replacement of the tracheostomy tube. The patient did not experience any adverse health outcome.